Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. During the analysis of the device history, no malfunction or abnarmalities could be found. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. The device shows age related signs of wear and tear. No visible damages or soiling could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +1,58 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. A specific test of the air sensor was performed. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled and the inside was investigated. No damages or soiling could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, a request for the available device history was created. The complained device should not be send in for an investigation. If the investigation of the device history was made and a technical investigation report based of the available information is available, a follow-up will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "pump-flow rate-too slow". Customer information: not conform duration of chemotherapy passage. The nurse has programmed the pump to the indicated passage time with checking by another nurse. The passage of each treatment had to be done in 30 minutes (herceptin and pertuzumab). So each treatment was programmed for 30 min, but at the end of this time half of the products had received. Consequence: loss of time in care / delayed departure. The pharmacist has been informed, pump code 19201 appraised. .